Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this pacemaker had infection. The company representative informed that the device will be handled by the explanting hospital and then will be returned. A revision was performed and the pacemaker was explanted. There were no additional adverse patient effects reported.